Event description:
It was reported that the patient experienced hypoglycemia while using the iLet system after receiving long¿acting insulin during a hospital stay and then reconnecting to the pump upon discharge, which coincided with low glucose readings; the patient subsequently disconnected from the pump until morning. Symptoms included sweating, shakiness, and other signs consistent with hypoglycemia, with the lowest reported CGM value of 50 and an approximate duration of two hours. Outcomes included self-treatment with oral carbohydrates and recovery without further escalation. Investigation included product-use troubleshooting and patient education focused on recognizing overlapping insulin from external sources and appropriate pump reconnection timing. Investigation of this case revealed no device alarms or malfunctions and suggested that overlapping basal insulin exposure from hospital-administered long¿acting insulin combined with pump insulin delivery contributed to the low glucose. It was concluded, based on previously established findings for similar reports, that the cause was user¿related due to concurrent insulin sources. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.